Event description:
Customer reported at 2:30, they were taking a nap and family member noticed their perspiring and could not get their to respond. Family member called 911 and tested device = "lo". Paramedic device =40 mg/dl and administered a glucose IV. Customer responded to treatment. Wrong controls used. A request was made for product return and replacement product was sent.